Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the lead had been successfully positioned. However, when the physician attempted to suture the lead the suture sleeve severed in half. Insulation damage was suspected, and the lead had dislodged from the coronary sinus during testing. The procedure was successfully completed with a replacement lead. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement, suture sleeve cut in half, and insulation damage. As received, only a connector portion of the lead was returned in one piece for analysis. The reported event of the suture sleeve cut in half was confirmed while the reported event of the insulation damage was not confirmed. Visual inspection of the lead body found compression consistent with suture sleeve tie down forces. The suture sleeve was cut and separated consistent with procedural damage. Dimensional analysis found the suture sleeve measured within specification. The cause of the reported event of suture sleeve cut in half was isolated to damages occurring at the time of the procedure. Unable to measure the s curve height due to distal end not returned for analysis.